Manufacturer narrative:
(B)(4). Device passed displacement test, sleep current measurement, active current measurement and self test. No battery or power anomalies noted. Hardware low level failure alarm confirmed in pump history with variable (12), problem isolated to electronic assemblies.

Event description:
Customer reported via phone call that the insulin pump had pump error hardware low level failure. Customer's blood glucose level was 89 mg/dl. Customer also stated that they were able to clear the alarm and able to complete insulin pump rewind. Customer was advised to perform self test and test was passed. The device will be returned for analysis.